Event description:
It was reported the patient received the following results within 15 minutes using three different accu-chek guide meters: 394 mg/dl (serial number 92307825293) 492 mg/dl (serial number (B)(4)), 545 mg/dl (serial number (B)(4)), 466 mg/dl (serial number (B)(4)), 250 mg/dl (serial(B)(4)) and 270 mg/dl (serial number (B)(4)).